Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. The customer's report was duplicated, and the multifunction cable was replaced to remedy the problem. The device was rectified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician changed electrode pads, then obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.